Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece. The lead was returned with the helix retracted and some particles of blood were noted on the helix. X-ray inspection found the inner coil over-torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of helix mechanism issue was isolated to blood in the helix region and over-torqued of the inner coil.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the lead's helix would not extend after repeated attempts outside the body. The lead was not used. The lead was exchanged. The patient was not involved.